Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for clotting / fibrin formation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that the plasma in the tubes pms plh 13x100 4.5 slbl lim ce "gellified/solidified" after use, and some tubes contained fibrins. The tubes were allowed to sit until coagulation began before being centrifuged. "Electrophoresis" was performed on the proteins in a few of the samples, which showed the "absence of fibrinogen peaks". Both events for clotting and fibrins had 6 occurrences each, but the dates and/or patient information are unknown. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from french to english: "15 more tubes having this defect (gelified/solidified plasma) on this weekend (feb 1 and 2). We wait for the blood to be coagulated before starting the centrifugation. If the plasma is not gelified, we also have fibrins. We think it could be due to a lack of absence of herparin for this lot." "We did electrophoresis of the proteins on a few of the tubes involved in the problem. This analysis showed the absence of fibrinogen peaks. This confirms the coagulation of these tubes".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plasma in the tubes pms plh 13x100 4.5 slbl lim ce "gellified/solidified" after use, and some tubes contained fibrins. The tubes were allowed to sit until coagulation began before being centrifuged. "Electrophoresis" was performed on the proteins in a few of the samples, which showed the "absence of fibrinogen peaks". Both events for clotting and fibrins had 6 occurrences each, but the dates and/or patient information are unknown. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from french to english: "15 more tubes having this defect (gelified/solidified plasma) on this weekend (feb 1 and 2). We wait for the blood to be coagulated before starting the centrifugation. If the plasma is not gelified, we also have fibrins. We think it could be due to a lack of absence of heparin for this lot." "We did electrophoresis of the proteins on a few of the tubes involved in the problem. This analysis showed the absence of fibrinogen peaks. This confirms the coagulation of these tubes."